Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that left ventricular had dislodged into the main body of coronary sinus resulting in loss of capture. The physician believes this was due to stenosis around the svc area, which pulled the lead back with tension. Venoplasty procedure was done to remove stenosis, and the lv lead was then extracted and replaced with new competitor lead (different branch, different shape). The patient was stable and doing well.